Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0uvha, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of pain at the pocket site and had to have the amplitude very high to get a therapeutic effect. Interrogation of the battery showed that in only 11 months, 23% of the battery remained so the battery was depleting at a higher rate. The doctor decided to replace the battery because of life expectancy and noticed the battery was turning on its side in the pocket. The lead was tested and there was a lack of good motor response at the appropriate level so it was replaced as well. Motor response was seen at 2 amps on all 4 electrodes with newly implanted lead.